Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to request product information, concerns a (B)(6) male patient. It was reported that the patient did not have medical problem. Concomitant medication included metformin for diabetes, enalapril for blood pressure, and acetylsalicylic acid for an unknown indication. The patient received human insulin (rdna origin) nph (humulin nph)vial, unknown dose, frequency and route of administration, for treatment of type 1 diabetes beginning approximately in 1997, reported as approximately sixteen years before the time of the initial report. It was unknown how human insulin vial was delivered. On (B)(6) 2013, about sixteen years after starting human insulin treatment, the patient woke up thinking that he was having a convulsion, which was considered serious by the company due to medically significant reasons. It was reported that the patient was limp and he did not move. Also, it was reported that it was difficult to measure his blood glucose, once the patient pulled his hand when he tried to do it. When he finally succeeded on measuring blood glucose was 27 (units and normal range not provided), which was considered life threatening by the company. An ambulance was called and after that, the blood glucose of the patient was measured another time, and it was reported the following result: 7 (units and normal range not provided). The patient received glucose as corrective treatment for blood glucose decreased. It was stated that he recovered from the blood glucose decreased. It was stated that as the ambulance left his residence, his blood glucose was of 127 (units were not provided). However, the outcome of having a convulsion and limp and did not move was unknown. On (B)(6) 2013, the patient discontinued human insulin vial and started to receive human insulin (rdna origin) nph (humulin nph) cartridge, via humapen ergo burgundy with an opaque cartridge holder, subcutaneously (reported as in belly and in saddlebags around upper thighs), three times a day (reported as 20 iu each morning, 20iu at lunch and 10iu at dinner). The humapen ergo burgundy lot number is a225934 and it was reported that the patient reused needles. On an unspecified date, unknown exact time after starting human insulin treatment, the patient experienced blood glucose oscillation. It was reported that when blood glucose decreased, the patient became very pale. The patient underwent blood glucose tests and the following results were provided: on (B)(6) 2013, 220 in the morning, 250 at lunch, 104 before dinner and 224 when the patient went to bed; on (B)(6) 2013, 61 in the morning, 69 after lunch, 42 before dinner and 261 when the patient went to bed; on (B)(6) 2013, unfed glycemia of 46, 290 at lunch, 167 before dinner and 218 when the patient went to bed; on (B)(6) 2013, unfed glycemia of 95, 327 after lunch, 237 at dinner and 289 when the patient went to bed; on (B)(6) 2013, unfed glycemia of 46; on (B)(6) 2013, unfed glycemia of 41, 73 after lunch, 186 before dinner and 259 when the patient went to bed; on (B)(6) 2013, 258 when the patient went to bed; on (B)(6) 2013, unfed glycemia of 118, 185 at lunch, 68 at dinner and 120 when the patient went to bed; on (B)(6) 2013, unfed glycemia of 353, 489 at lunch, 423 at dinner and 347 when the patient went to bed; on (B)(6) 2013, 165 in the morning; on (B)(6) 2013, unfed glycemia of 46, 212 at lunch, 62 at dinner and 132 when the patient went to bed; on (B)(6) 2013, 42 in the morning; on (B)(6) 2013, 163 in the morning; on (B)(6) 2013, 170 in the morning; on (B)(6) 2013, 95 after lunch, 58 before dinner and 87 when the patient went to bed. The units and the normal ranges were not provided. On (B)(6) 2013, due to the blood glucose oscillation, the physician increased the dose of human insulin, and the patient started to receive 26 iu in the morning and 12 iu at dinner. It was unknown if he received corrective treatment, however, it was stated that he ate some sweet when he experienced hypoglycemia and when he had hyperglycemia he did not do anything. The patient recovered from blood glucose oscillation and it was unknown the outcome of became very pale. Furthermore, it was reported that the patient was going to undergo laboratory tests on (B)(6) 2013 (reported as blood count cell, occult blood, urine, blood glucose, blood triglycerides, uric acid, aspartate aminotransferase (ast)/glutamic-oxaloacetic transaminase (tgo), glutamic-pyruvate transaminase (tgp)/alanine aminotransferase (alt), microalbuminuria, blood thyroid stimulating hormone (tsh), prostatic specific antigen (psa) and testosterone. The treatment with human insulin was continued. The patient operated the device and he was not trained (he just read the guide). It was unclear how long the patient used this device model and also the reported device (it was reported that he used human insulin via vial until (B)(6) 2013, however, it was also reported he used this device model since (B)(6) 2007, which was conflicting information). As the device would be returned, an evaluation would be performed to determine if a malfunction has occurred. The consumer did not state a relatedness opinion between the events and human insulin, and also between the events and the device. Edit (B)(4) 2013: upon internal review for reporting submission, it was corrected the narrative statement regarding the device availability for evaluation. Edit (B)(4) 2013: upon internal review, it was corrected the lab data verbiage in the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This is a downgrade report, which no longer meets the criteria for expedited reporting.

Event description:
(B)(4) this spontaneous case, reported by a consumer who contacted the company to request product information, concerns a (B)(6) caucasian male patient. It was reported that the patient did not have medical problem. Concomitant medication included metformin for diabetes, enalapril for blood pressure, and acetylsalicylic acid for an unknown indication. The patient received human insulin (rdna origin) nph (humulin nph)vial, unknown dose, frequency and route of administration, for treatment of type 1 diabetes beginning approximately in 1997, reported as approximately sixteen years before the time of the initial report. It was unknown how human insulin vial was delivered. On (B)(6) 2013, about sixteen years after starting human insulin treatment, the patient woke up thinking that he was having a convulsion, which was considered serious by the company due to medically significant reasons. It was reported that the patient was limp and he did not move. Also, it was reported that it was difficult to measure his blood glucose, once the patient pulled his hand when he tried to do it. When he finally succeeded on measuring blood glucose was 27 (units and normal range not provided), which was considered life threatening by the company. An ambulance was called and after that, the blood glucose of the patient was measured another time, and it was reported the following result: 7 (units and normal range not provided). The patient received glucose as corrective treatment for blood glucose decreased. It was stated that he recovered from the blood glucose decreased. It was stated that as the ambulance left his residence, his blood glucose was of 127 (units were not provided). However, the outcome of having a convulsion and limp and did not move was unknown. On 20-mar-2013, the patient discontinued human insulin vial and started to receive human insulin (rdna origin) nph (humulin nph) cartridge, via humapen ergo burgundy with an opaque cartridge holder, subcutaneously (reported as in belly and in saddlebags around upper thighs), three times a day (reported as 20 iu each morning, 20iu at lunch and 10iu at dinner). The humapen ergo burgundy lot number is a225934 and it was reported that the patient reused needles. On an unspecified date, unknown exact time after starting human insulin treatment, the patient experienced blood glucose oscillation. It was reported that when blood glucose decreased, the patient became very pale. The patient underwent blood glucose tests and the following results were provided: on (B)(6) 2013, 220 in the morning, 250 at lunch, 104 before dinner and 224 when the patient went to bed; on (B)(6) 2013, 61 in the morning, 69 after lunch, 42 before dinner and 261 when the patient went to bed; on (B)(6)2013, unfed glycemia of 46, 290 at lunch, 167 before dinner and 218 when the patient went to bed; on (B)(6) 2013, unfed glycemia of 95, 327 after lunch, 237 at dinner and 289 when the patient went to bed; on (B)(6) 2013, unfed glycemia of 46; on (B)(6) 2013, unfed glycemia of 41, 73 after lunch, 186 before dinner and 259 when the patient went to bed; on (B)(6) 2013, 258 when the patient went to bed; on (B)(6) 2013, unfed glycemia of 118, 185 at lunch, 68 at dinner and 120 when the patient went to bed; on (B)(6) 2013, unfed glycemia of 353, 489 at lunch, 423 at dinner and 347 when the patient went to bed; on (B)(6) 2013, 165 in the morning; on (B)(6) 2013, unfed glycemia of 46, 212 at lunch, 62 at dinner and 132 when the patient went to bed; on (B)(6) 2013, 42 in the morning; on (B)(6) 2013, 163 in the morning; on (B)(6) 2013, 170 in the morning; on (B)(6) 2013, 95 after lunch, 58 before dinner and 87 when the patient went to bed. The units and the normal ranges were not provided. On (B)(6) 2013, due to the blood glucose oscillation, the physician increased the dose of human insulin, and the patient started to receive 26 iu in the morning and 12 iu at dinner. It was unknown if he received corrective treatment, however, it was stated that he ate some sweet when he experienced hypoglycemia and when he had hyperglycemia he did not do anything. The patient recovered from blood glucose oscillation and it was unknown the outcome of became very pale. Furthermore, it was reported that the patient was going to undergo laboratory tests on (B)(6) 2013 (reported as blood count cell, occult blood, urine, blood glucose, blood triglycerides, uric acid, aspartate aminotransferase (ast)/glutamic-oxaloacetic transaminase (tgo), glutamic-pyruvate transaminase (tgp)/alanine aminotransferase (alt), microalbuminuria, blood thyroid stimulating hormone (tsh), prostatic specific antigen (psa) and testosterone. The treatment with human insulin was continued. The patient operated the device and he was not trained (he just read the guide). It was unclear how long the patient used this device model and also the reported device (it was reported that he used human insulin via vial until (B)(6) 2013, however, it was also reported he used this device model since (B)(6) 2007, which was conflicting information). As the device would be returned, an evaluation would be performed to determine if a malfunction has occurred. The consumer did not state a relatedness opinion between the events and human insulin, and also between the events and the device. Edit 16-may-2013: upon internal review for reporting submission, it was corrected the narrative statement regarding the device availability for evaluation. Edit 17-may-2013: upon internal review, it was corrected the lab data verbiage in the narrative. Update 05jun2013: upon review of this case on 05jun2013, the case was opened to update the medwatch fields for regulatory requirements. Edit 30aug2013: upon internal review on 30aug2013, it was changed the causality for the serious event of low blood sugar from device nhcp to not associated for the humapen ergo.